Event description:
MFR received a report alleging that the user hit curb and "fell out" of the chair when the "rubber" came off the caster. The user received a fractured hip as a result of the incident. The owner manual warns against riding over curbs and not wearing your seat positioning strap.